Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results are inconclusive, as the autopsy results were inconclusive. This is being coded as a lv perforation because of the blood found in the pericardium and chest cavity. It is possible this is an lv perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
On postoperative day 2, the patient suddenly passed away. Autopsy was performed and thrombus was found in the pericardium and chest cavity. Post procedure, there were no reported issues. The cause of death is still under investigation. The site is unsure of the relationship of the patient's death to the valve or tavr procedure.

Manufacturer narrative:
Reference CAPA-20-00141.